Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The assessment found that the device was smoking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use that damaged the locking components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had ¿smoke coming out of the motor ". The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.